Manufacturer narrative:
Due to character limit: e1(event site name)- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had a non responsive touch panel identified during inspection. No patient was involved.